Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon inserted a cq2015 collamer three piece lens, and the second haptic broke. The incision was enlarged to remove the lens and another lens was implanted.

Manufacturer narrative:
Results: a lens work order search was performed and one similar complaint was found within the work order. A review of the device history record was performed and nothing was found in the manufacturing, packaging or sterilization processes of this lens that was the root cause of the complaint. Conclusions: based on the complaint history, work order search and the device history record review, the most likely cause of the event was the lens was damaged at the facility due to mishandling of the lens and/or injection technique.